Manufacturer narrative:
Approximate age of device- 4 years and 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced a pump stop while attempting to change out the system controller while at home and reported to likely not have driveline connected completely. During the analysis of the returned log file, 190 pulsatile index (pi) events within approximately 4 days and 16 hours were observed. There were no other unusual events seen within the log file. The patient remained asymptomatic and on a new system controller. After the exchange there were no further reported events. The patient was discharged home from the emergency room (ER) with a new backup system controller. No additional information was provided.